Manufacturer narrative:
Repeats were done on a different au clinical chemistry analyzer. Not all electrolytes were repeated. : service was dispatched. Field service engineer (fse) reported the cause was the sample tubing on the ise sample transfer unit caused level sense issue and led to the erroneous low ise results. Fse reported replacing the sample tubing to resolve the issue.

Event description:
The customer reported the au5800 clinical chemistry analyzer had erroneous low ion selective electrolyte (ise) results. Customer reported the erroneous ise results had g flags associated with the erroneous low ise results. The erroneous low results were repeated on another au clinical chemistry analyzer and the results were acceptable. The erroneous results were not reported out of the lab. There was no change in patient treatment. Customer reported the sodium (na), potassium (k), and chloride (cl) quality control recoveries on the day of the event were within the customer established ranges.